Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up, high threshold measurements were observed on the right atrial (ra) lead and the right ventricular (rv) lead. It was suspected the increase was a result of inflammation of the myocardium. As a result, the patient was prescribed prednisolone which did reduce the threshold measurements, but also resulted in thin skin around the edges of the device. The ra and rv leads could not be explanted and were therefore surgically abandoned. The device was explanted due to premature battery depletion and possible near erosion. It was indicated the patient would receive an epicardial system. The patient also indicated feeling a short circuit, which was attributed to the sudden rise in threshold measurements. No additional adverse patient effects were reported.